Event description:
The account observed smoke and a smoky odor coming from the architect i2000sr analyzer along with error code 5303, vacuum system failure - vacuum too low. No patient involvement. No operator injury was reported.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) found the vacuum pump capacitor had been damaged. The fsr replaced the damaged vacuum pump. A product labeling review found the architect system operations manual and the I system service and support manual contain adequate information for the described issue. A historical/quality data review of 12 months information did not identify any adverse trend for vacuum pumps smoking or generating burning odors. A service history review found no service history issues with i2000sr serial no. (B)(4). No additional complaints for vacuum pump issues were found to have been documented for i2000sr, serial no. (B)(4) since the fsr serviced the analyzer and replaced the damaged vacuum pump. A review found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. No systemic deficiency or adverse trend of a vacuum pump issue was identified during this investigation.